Manufacturer narrative:
Unable to confirm the complaint against the insertion needle due to the customer returned the sensor. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that serter was not releasing sensor or needle hub. Customer reported that in one instance, the needle hub was missing from sensor. Customer's blood glucose was unknown. Customer was advised that serter would be replaced.